Manufacturer narrative:
Evaluation summary: it is possible that the proximal provisional body may have been impacted onto the implant stem more aggressively than indicated in the surgical technique. This may have led to the mechanical forces applied with the extraction screw being less than the force required to separate the proximal provisional body from the stem taper resulting in body not disengaging from the stem as experienced. Given the information provided and the results of the analysis, a definitive cause for the experience of not being able to separate the devices cannot be determined with certainty. Evaluation: device history records indicate all components were manufactured and inspected to specification. Examination of the proximal provisional implant shows two cuts on opposite sides of the distal portion of the body. It appears that a saw may have been used to cut the proximal provisional implant in order to separate it from the stem. Damage was also noted in the slotted feature on the extraction screw where the implant inserter is designed to engage. The stem shows two cuts on the proximal portion of the taper that match those on the proximal body which suggests they may have occurred during the cutting of the body.

Event description:
It is reported that the zmr xl provisional was unable to be disengaged from distal zmr xl tapered stem implant causing the surgery to be extended by 1 hour.